Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. As cardiac perforation is a known risk associated with transseptal puncture and cardiac ablation procedures, the cause for the reported pericardial effusion is unk. Date report submitted to FDA by manufacturer: (B)(6) 2011. Date the initial reporter provided the info to the manufacturer: (B)(6) 2011.

Event description:
It was reported a pericardial effusion was noted during the procedure when performing the transseptal puncture. The effusion was resolved with a pericardiocentesis. The pt is reportedly stable. The physician does not think the quality of the needle contributed to the event.